Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2024 wherein the entire system was explanted to address the issue.

Event description:
Related manufacturer reference number:3006705815-2024-01588. It was reported that the patient experienced uncomfortable stimulation from his cervical system. X-ray confirmed both the leads have migrated. As such, the therapy was turned off. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.